Event description:
The patient experienced stiffness and a sudden return of symptoms on the right side of her body. The patient had bumped her extensions. The patient had not changed her medications lately. Impedances were within normal limits. Palpation along the lead and extension did not produce tingling. Side effects were elicited when the stimulation was increased (parameter not specified). The deep brain stimulator corresponding to the loss of effect was turned off. The patient was planning to follow up with a neurologist to determine the cause of the poor therapeutic results. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.